Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade lv and rupture.

Event description:
Healthcare professional reported left side rupture and capsular contracture baker grade IV. Device has been explanted and replaced.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe since it is a medical event and is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event that is not related to the device. Rupture: not observed on the device. Additional observations: deformation is observed. Red particles are observed.

Event description:
Healthcare professional reported left side rupture and capsular contracture baker grade IV. Device has been explanted and replaced.